Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault (code 1004) was recorded on (B)(6) 2017 after a 41 joule shock was delivered. Two capacitor reformations were performed on the day before the device was explanted and the charge times were noted to be in normal range. An x-ray of the device revealed that the internal high voltage fuse was intact (not damaged). Laboratory analysis concluded that the arc mark on the device case and the recorded code 1004 was caused by the delivery of a shock through a shorted defibrillation lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1004, indicating that a shock into a shorted lead condition had occurred. Boston scientific technical services (ts) was contacted for assistance. A ts consultant confirmed that the ICD delivered a commanded 41 joule shock that yielded a shock impedance measurement below 20 ohms, which triggered the code to be displayed. Based on this information, the right ventricular (rv) lead could be compromised and a revision should be considered. It was also discussed that the ICD should also undergo additional testing to see if it sustained any damage as a result of the shorted condition. The ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.